Manufacturer narrative:
Update to h3: product analysis as found condition: the phenom 27 catheter was returned for analysis inside an open phenom 27 catheter inner pouch, inside a sealed biohazard bag, and inside a shipping box. Damaged location details: the phenom 27 catheter tip, marker, and body were examined, and no damages were noted. No voids or flashes were noted on the catheter hub, and no other anomalies were found. Testing/analysis: the phenom 27 catheter¿s total and usable lengths were measured within the specified limits. The catheter was flushed with water and was found patent. The catheter was tested by running an in-house 0.026-inch mandrel through the hub and tip without issues. Conclusion: based on the reported information and device analysis, the customer's "resistance" report could not be confirmed, as there were no issues encountered during testing of the returned phenom 27 catheter and no damage was noted. However, the cause of the resistance report could not be determined. H6: fdd code a0509 was updated to a0510. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis #(B)(4):equipment used: video inspection system (m-81805), ruler (m-83360), camera (panasonic lumix dmc-zs5) as found condition: the phenom 27 catheter was returned for analysis inside an open phenom 27 catheter inner pouch, inside a sealed biohazard bag, and inside a shipping box. Damaged location details: the phenom 27 catheter tip, marker, and body were examined, and no damages were noted. No voids or flashes were noted on the catheter hub, and no other anomalies were found. Testing/analysis: the phenom 27 catheter¿s total and usable lengths were measured within the specified limits. The catheter was flushed with water and was found patent. The catheter was tested by running an in-house 0.026-inch mandrel through the hub and tip without issues. Conclusion: no complaint was made regarding the returned phenom 27 catheter. Additionally, no damage was found with the returned phenom 27 catheter, and no issues were encountered during device analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the cause of the resheath resistance was not determined. There was resistance in the distal seg ment.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient was undergoing treatment for a fusiform, unruptured ica supraclinoid aneurysm with a max diameter of 3mm and a 3mm neck diameter. It was noted that the patient's blood vessel tortuosity was moderate the landing zone was 4.1mm distally and 4.8mm proximally. No dual antiplatelet treatment (dapt) was administered. The pru level was normal. It was reported that pipeline stent failed to open at the middle section, at cavernous bend after multiple attempts and while resheathing phenom 27 microcatheter got stuck at distal end. The pipeline was not positioned in abend. More than 50% of the pipeline was deployed when it failed to open and was resheathed less than or equal to two times. There were no additional steps or other devices required to open the pipeline. The pipeline was resheathed and removed with the microcatheter from the patient. The pipeline was used for an indication that is approved (on-label). The angiographic result post procedure was good outcome the reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include a phenom 27 catheter.

Event description:
Additional information received that the procedure was completed well with another flow diverter pipeline shield 4.75/30. The cause of the failure to open was determined to be vessel tortuosity or a device issue. A continuous saline flush was administered and maintained as indicated in the IFU. There was no damage to the pipeline pushwire or catheter observed. There were additional steps or other devices attempted to open the pipeline, specifically, resheathing, but still not opened.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.